Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. Deployment issues were encountered with two farawave catheters that were used inside the patient requiring catheter exchanges. The first catheter had the slider stiff and couldn't reach flower position, splines forward facing and deform as we rotate trying to get the spines out at lspv. A second cathter, out of box was forward facing, can't deploy to flower fully and was not inserted into the patient. The third one, out of box is less forward facing, but spines deformed as was rotated trying to get the spines out outside the veins, and was impossible to get into position. The patient experienced a pericardial effusion, a pericardial tap was done. In the physician's opinion too many exchanges contributed to the pericardial effusion the patient experienced. The patient has fully recovered. The catheters are expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted, no issues were observed regarding the spline cage. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that the patient experienced a pericardial effusion. Deployment issues were encountered with two farawave catheters that were used inside the patient requiring catheter exchanges. The first catheter had the slider stiff and couldn't reach flower position, splines forward facing and deform as we rotate trying to get the spines out at lspv. A second catheter, out of box was forward facing, can't deploy to flower fully and was not inserted into the patient. The third one, out of box is less forward facing, but spines deformed as was rotated trying to get the spines out outside the veins, and was impossible to get into position. The patient experienced a pericardial effusion, a pericardial tap was done. In the physician's opinion too many exchanges contributed to the pericardial effusion the patient experienced. The patient has fully recovered. The catheters are expected to be returned for analysis.